Event description:
Device slipped down an IV pole and came in contact with the clinician's finger. At 1900, the device slid down the IV pole while the nurse was attempting to move the IV pole. The nurse's small finger on the right hand was subsequently caught between the top device and the bottom device tht were attached to the same IV pole. The nurse's finger was reportedly swollen following the event. At 2100, the nurse was evaluated in the emergency department. The finger was treated by "aspiration." There were no adverse clinician sequelae. The customer contact reported that the device had not been attached to the IV pole correctly. The device was correctly reattached to the IV pole correctly. The device was correctly reattached to the IV pole and remained in clinical use though requested, no additional information was provided.